Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that there were issues with the pt's percutaneous lead. When the lead was manipulated in the suspected area of damage, the system controller alarmed and the pump slowed down to very low speeds. The pt was admitted into the hosp and the physician attempted to stabilize the damaged area of the perc lead by creating a temporary splint with tongue depressors. X-rays were taken of the percutaneous lead and a fracture in the lead was found. The following day the percutaneous lead was replaced. Approx 30 minutes after performing the lead replacement, the pt rolled over and experienced a red heart alarm. Indications of the pump stopping were seen in the event log file. During troubleshooting of lead repair, the lead was manipulated to try to reproduce the event; however, the event could not be reproduced. The pt's chest x-rays were reviewed and it was speculated that the issue was possibly a pump end bend relief fracture due to a sharp curve of the perc lead from the pump to the exit site on the pt. The hosp decided to exchange the pump. The lvad was exchanged with a new lvad the following day, and the pt remains ongoing.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.